Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 568 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime. Insulin did exit with manual prime. Customer reported cannula and states that there was a particular matter in it. Customer ran another 5.0 fixed prime and insulin did not exit. Infusion set would be replaced.